Event description:
Information was received indicating that a smiths cadd solis vip ambulatory infusion pump was tested to be under infusing. With claves the accuracy reading was -0.1%, without claves, the accuracy reading was -3%, with the walkmed bag the accuracy reading was -9.04%, the mod test was -1.54%. And bench accuracy was -2%. There was no patient involvement.